Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for human chorionic gonadotropin, short turn around time (hcg stat) on one patient sample. All results are in miu/ml. The initial result was 0.500, accompanied by a data flag. The customer reported the result outside of the laboratory as < 1. A rerun was requested by radiology. They had performed an ultrasound and found a fetus. The sample was rerun on the same analyzer and generated a result of 10,000, accompanied by a data flag. The sample was rerun with a dilution and generated a result of 126,113. The sample was then run on another cobas 6000 e601 analyzer and generated a result of "around 134,000". The customer deemed the repeat result and the result from the other analyzer to be the correct result. There was no adverse event. The lot of hcg stat reagent in use was 17011701, with an expiration date of 02/28/2014. The field service representative was unable to determine a cause. He checked the analyzer's operation and did performance testing. The customer ran qc, which was within specification.

Manufacturer narrative:
A specific root cause could not be determined. It was noted that the customer centrifuges tubes for 5 minutes, but the manufacturer's specification is 10 minutes. If the centrifugation time is short, cells and platelets are not separated correctly. This could lead to microclots and false low results.